Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 30 mg/dl and the cause was not known. Juice was consumed to address the bg level. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.